Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes gmbh reports an event in (B)(4) as follows: on (B)(6) 2013, the surgeon tried to remove the locking cap for a little of compression, however he couldn't remove both at l4. The surgeon tried backward and forward several times and then with a persuader. The surgeon tightened to 12mm by a new release tool. The surgeon could still not move it back and forth. The surgeon decided to use a normal handle, because out of torque. Two shafts and one handle were broken. The device was removed from the patient and the operation was finished after the compression. (B)(4).